Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons stick down when pressed. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump rejected new batteries. Customer stated that the insulin pump had unusual grinding during rewind. No harm requiring medical intervention was reported. Troubleshooting was declined. The insulin pump will not be returned for analysis.